Event description:
The customer contacted stryker to report that their device would not power on and that the locator pin for the pad pack on the device was bent. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. There were no manual power-ons on the device's electronic records corresponding to the reported time of the event. During the investigation a bent locator pin was observed on the battery-side locator pin of the pad-pak, which impeded insertion of the pad-pak within both aeds, preventing the units from powering on and is consistent with no log entries recorded at the reported time of the event. The bent pin was determined to be the cause of the reported issue. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on and that that the locator pin for the pad pack on the device was bent. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.